Manufacturer narrative:
(B)(4). Explant date of (B)(6) 2016 provided; at the time of reporting, it is unknown which date is correct. Complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded by the facility. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) was discovered broken post-operatively. The device had been implanted on (B)(6) 2016. The device was explanted on (B)(6) 2016. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the plate (part number 424.661, lot number 8887093). The subject device was returned with the complaint condition stating the plate broke at the eleventh combination hole. The associated screws were received intact and there is no allegation against them. Screws are considered concomitant devices only. The complaint was confirmed. Based on the topography of the fracture surface, we concluded that the implants were subjected to high dynamic bending loads (one sided) and probably also torsional loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of both plates. The implants could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a instability of the fracture situation may have played a certain role, too. The locking compression plates risk management document was reviewed and found to adequately address the harm of this complaint condition. No related non-comformances or manufacturing issues from the device history review were found. A failure resulting from either a material defect or the manufacturing process can be excluded. The most probable root cause is that the implant could not resist the applied force which finally led to the material overload / fatigue failure. As the specific circumstances at the time of the issue and over the lifespan of the implant are unknown a root cause could not be definitively determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information provided for reporting. Device history records review was conducted. The report indicates that: article not sold sterile; does not exist as 424.661s. Please change article to unsterile version in part section. Part: 424.661(-cx) / lot: 8887093. Manufacturing location: (B)(4). Manufacturing date: 07 march 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Article not sold sterile; does not exist as 424.661s, changed to 424.661. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.